Event description:
A medtronic representative reported that, while in a cranial axiem shunt procedure, a shunt was inaccurately placed. No specific measurements of the inaccuracy were provided. It was reported that the tracer pattern was poor; points did not include the patient nose, only the forehead and one temple. The surgeon opted to complete the procedure without the use of the navigation system.

Manufacturer narrative:
Patient weight not made available from the site. On 01/22/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 01/27/2015, a medtronic representative performed another navigation system check-out, all areas passed. System performed as intended. On 01/28/2015, a medtronic representative, following-up at the site, reported covering two very successful axiem shunt procedures since the system check-out; on 01/27/2015 and on 01/28/2015. Both subsequent procedures with the site physician assistant (pa) were focused on better tracer registration techniques and avoiding patient tracker movement during prep and drape. On 02/12/2015, software investigation completed. Findings are that the tracer pattern is not optimal for an accurate tracer registration. Software is functioning as designed. On 02/18/2015 - medtronic representative reported that the site physician assistant (pa) stated they have had no problems since they received procedural guidance and case coverage from medtronic representatives.

Manufacturer narrative:
A medtronic representative clarified that the site only reported that they missed the intended target and reportedly still had issues when they attempted to do it again. The surgeon chose to place the shunt without navigation.